Event description:
It was reported that the subject lot was part of voluntary recall. The pt was hospitalized due to abdominal pain in 2008. As the dr diagnosed, the pain was due to this complaint sample (placed in 2005), it was removed approx two months after the original month.

Manufacturer narrative:
The subject product has been rec'd and is out for eval. Therefore, no conclusion can be drawn at this time. A f/u report will be submitted when eval has been completed.